Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a no external power event was recorded on 27jun2024 at ~ 04:28 while connected to mobile power unit (mpu) power. This was likely caused by power to the mpu being briefly interrupted. The patient reportedly unplugged the mpu while still connected accidently. The mpu had a v-lock connector on the ac power cord.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 5 days (23jun2024 ¿ 27jun2024 per time stamp). On 27jun2024 at 04:28:42, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1v. On 27jun2024 at 06:40:47 and 06:40:54, the low voltage hazard alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.9v. This was consistent with a loss of ac power. The alarms cleared on their own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided stated that the patient accidently unplugged the mpu while still connected. The patient had a v-lock connector. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting the ac cord from the wall outlet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. D) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.